Event description:
Per spontaneous call from the patient she had a malfunctioning cassette from lot number 4192063. On (B)(6) 2022 she changed her cassette and got a no disposable pump won't run alarm. She switched the cassette to her back up pump and got the same alarm. She then mixed another new cassette and was able to resume her infusion with no issue. She does not have the cassette to return for investigation. An order for more cassettes was already shipped and will arrive to the patient today. No harm was done to the patient. This is a life-sustaining infusion. No further information available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.